Event description:
During routine investigation/testing of a customer pump at cme america, the bodyguard colorvision 545 pump infusion rate increased to the priming rate (1200 mls per hour) for a few seconds before stopping and alarming). The pump was not in use on a patient. The pump was located at cme america when this product problem was observed.

Manufacturer narrative:
A report of the evaluation and results will be submitted on a supplemental report.